Manufacturer narrative:
(B)(4). Legal manufacturer: (B)(4). Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative confirmed the reported issue. The absorber was found to be defective and was replaced to resolve the reported issue.

Event description:
The hospital reported that the device stopped ventilating while in use on a patient. There was no report of patient injury.